Event description:
It was reported that the patient presented to the hospital for a scheduled generator replacement procedure. Interrogation of the pulse generator noted that the right atrial (ra) lead exhibited noise. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
New information received notes that the ra lead also had insulation breach which was confirmed by fluoroscopy during the procedure.